Event description:
It was reported that the left ventricular (lv) lead became stuck in the coronary sinus during implant. The helix had not been deployed but the tip of the lead was unable to move forward or backward. Non-capture was noted in all pacing configurations. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.